Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history revealed a call service alarm on 08/30/2013 following a rewind. During testing, the pump powered on normally and was able to be exercised for 24 hours with no call service alarms. The pump¿s cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas and stated that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.